Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. The target lesion was located in the left main artery. A 185cm pt2 moderate support guide wire was selected and during use the tip of the guide wire detached and remained inside the patient. There was no attempt to retrieve the detached tip. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable. Additional information has been requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: one device was received in a generic plastic bag. All device od measurements are within the specification. Visual and microscopic analysis revealed the device returned with a fracture at 183.5 cm from the proximal end. Sem analysis revealed that the fractured occurred due to tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. The target lesion was located in the left main artery. A 185cm pt2 moderate support guide wire was selected and during use the tip of the guide wire detached and remained inside the patient. There was no attempt to retrieve the detached tip. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4).